Manufacturer narrative:
At this time the cause of the infection is unknown. We are submitting this report as a precaution.

Event description:
Patient had a post op infection after the extraction and bone graft. Clinician always puts his patients on a course of antibiotics after a socket preservation. Pt took the course of antibiotics, then had worsening symptoms. A second course of antibiotics still did not clear the infection, clinician then removed the bone graft and did a debridement. Culture came back 'mixed gram-positive flora and pseudomonas".